Manufacturer narrative:
The insulin pump alarmed motion sensor test failure due to motor encoder signal being out of phase. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to verified due to motion sensor test failure alarm. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window and scratches on the reservoir tube window. (B)(4).

Event description:
Customer reported via phone call motion sensor test failure on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.